Manufacturer narrative:
The customer returned (6) unused wands for evaluation, with seals still intact on the outer packaging. A quantity of (1) of the returned unused wand was opened and visually inspected and there were no discrepancies visually observed. Functional testing concluded that the unused wand performed as intended; therefore, the customer¿s complaint could not be verified nor could a root cause for this event be confirmed with confidence. It is possible that there was not sufficient saline solution in order to facilitate the formation of plasma which in turn will cause the device to not work or ¿misfire¿. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Non-conformance review for this lot found no deviations or non-conformances during manufacturing process.

Event description:
It was reported two cii procise xp wands with the same lot numbers "misfired." The procedure was successfully completed with an alternate device. There have been no reported patient complications.